Event description:
A search of the scientific literature identified an article (ekrol, I, et al. A comparison of rhbmp-7 (op-1) and autogenous graft for metaphyseal defects after osteotomy of the distal radius) published in injury, int. J. Care injured (2008), which described adverse events experienced by patients who received rhbmp-7 (op-1 putty) between 1999 and 2002 as part of a clinical study. This report relates to a female who received rhbmp-7 as part of a distal radial osteotomy using non-bridging external fixation 26-weeks after fracturing her distal radius developed significant osteolysis accompanied by malalignment of the distal radial fragment. The osteolysis was noted by the physician approximately four weeks postoperatively. Six weeks postoperatively, the patient was readmitted to hospital where she underwent a procedure to re-open the osteotomy site. Upon examination, the distal radius revealed no signs of healing, at which point the rhbmp-7 granules were removed and the defect was filled with bone graft harvested from the iliac crest. An external fixator was removed six weeks later and the physician reported that the osteotomy was healed 12 weeks following the revision surgery. Additional information will be requested.

Manufacturer narrative:
Seq no: 1. Author: dr ekrol ingri, journal title: injury, int. J. Care injured, year: 2008, page number: from s73 to s82. Article title: a comparison of rhbmp -7 (op-1) and autogenous graft for metaphyseal defects after osteotomy of the distal radius.